Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, per the device service manual, e224 indicates an abnormal cpu (central processing unit). Olympus will continue to monitor field performance for this device.

Event description:
A field service engineer (fse) installed a visera 4k uhd camera control unit and found error e224 (camera head communication error code) during inspection. The incident occurred during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was brought back to olympus for evaluation by the field service engineer (fse). The fse noted that during installation error e224 (camera head communication error) was observed. The repair center ran a test with the camera unit and no error occurred. The allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.